Manufacturer narrative:
Should additional information regarding this event become available, a supplemental report will be provided.

Event description:
It was reported that an alert was received in the remote monitoring system due to high, out of range right ventricular (rv) impedance measurements of greater than 3000 ohms. A lead conductor fracture is suspected. Additionally, it appears that there was oversensing of noise which resulted in intermittent pacing inhibition. High capture thresholds were also observed. The patient also experienced asystole for approximately 2 seconds. The patient was seen in clinic and the rv lead safety was switched to unipolar, and the impedance measured around 450 ohms, with stable pacing threshold. The patient's underlying rhythm test showed junctional escape with a rate of 30 beats per minute. At this time, the physician elected to adjust the rv sensitivity and the pacing mode. It was noted that the physician intends to replace this lead. No additional adverse patient effects were reported. This lead currently remains implanted and in service. Additional information: several requests were submitted to the field to obtain additional details regarding this event. No further correspondence was received. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that an alert was received in the remote monitoring system due to high, out of range right ventricular (rv) impedance measurements of greater than 3000 ohms. A lead conductor fracture is suspected. Additionally, it appears that there was oversensing of noise which resulted in intermittent pacing inhibition. High capture thresholds were also observed. The patient also experienced asystole for approximately 2 seconds. The patient was seen in clinic and the rv lead safety was switched to unipolar, and the impedance measured around 450 ohms, with stable pacing threshold. The patient's underlying rhythm test showed junctional escape with a rate of 30 beats per minute. At this time, the physician elected to adjust the rv sensitivity and the pacing mode. It was noted that the physician intends to replace this lead. No adverse patient effects were reported. This lead currently remains implanted and in service.